Manufacturer narrative:
A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. Device testing has been requested to be performed upon receipt of the returning product. A supplemental medwatch will be filed if/when testing is completed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
It was reported by the account that the liquid optics interface (loi) product was not sealed when package was opened. The product has been requested for return.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Device evaluation: a review of the records related to this equipment that included labeling, manual, trending, device history records, and risk documentation reviews for this equipment were performed. The review of the device history record (DHR) for the product showed that there were no issues or non-conformities. Equipment labeling provides possible complications that can be caused by the surgical/treatment procedure being performed. The trend review shows that there is not significant change over historical complaint limits and no recognizable adverse trend. Product was returned, unsealed packaging was not confirmed. The failure was not confirmed.